Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before an intraocular lens (iol) implant procedure, during loading the leading haptic was stuck. So they used the another lens from the sight shipment and there was no consequences for the patient.